Event description:
On (B)(6) 2012, pt reported there is a diagonal black line on the infusion device display that interferes with her ability to see the insulin delivery amounts. She first noticed this 2 weeks ago when trying to bolus. There is no physical damage to the infusion device, and she is using the correct type of battery. Pt reported it looks like the "lcd has gotten messed up." The infusion device was replaced and requested for eval, and she switched to her backup infusion device. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.